Event description:
Consumer called to report trouble with husband's meter. Getting faulty results and adjust insulin on the readings. Went into a coma and had to be hospitalized.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.